Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal end of the stylet was observed to be missing and only approximately 4.7 cm of the polyimide of the stylet was found to remain. A microscopic observation revealed the break in the polyimide tubing was uneven with a rough surface texture and some plastic deformation. Many kinks were observed in the polyimide tubing and were each found to be between magnet interfaces. The observed fracture features were indicative of catheter and/or stylet kinking, which likely occurred during the insertion process. However, the exact circumstances providing for that type of event were ultimately unknown. A lot history review (lhr) of refn0701 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC was inserted using the stylet on cxr, noted foreign body at the subclavian... 3cm of stylet wire. Patient will be transferred to interventional radiology for removal." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "PICC was inserted using the stylet on cxr, noted foreign body at the subclavian... 3cm of stylet wire. Patient will be transferred to interventional radiology for removal." No other information was provided.